Event description:
A caller reported that the pump battery would not charge, and despite using a tandem charging cable and attempting to charge via a computer, the issue persisted. Technical support advised trying different usb ports and wall outlets, but the problem remained unresolved. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming it was within warranty and informed the customer of the need for replacement. The customer was advised to continue using the current pump to ensure insulin delivery, deplete the battery before transport, and return the non-functional pump within ten days using a pre-paid label and return box.